Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient reported a skin irritation while wearing the lifevest. The skin irritation was described as a red, raw, blood blister. The patient's doctor recommended the patient remove the lifevest and to use aquaphor ointment for the skin irritation. There is no alleged device malfunction. The patient's medical outcome is unknown. The patient no longer wears the lifevest.